Event description:
It was reported that a tube of bd¿ nexiva was pulled apart at the y connector during use.

Manufacturer narrative:
Investigation summary: received one used nexiva 20ga unit with an opened package from catalog number 383536, lot number 8235504. A complaint history check was performed, and this is the 8th related complaint reported with the defect/condition of separation adapter from tubing with lot #8235504 regarding item #383536. DHR review was performed on lot number 8235504. The lot number was built / packaged on nfa line 1 from 26aug2018 thru 05sept2018. All required challenge samples, set-up and in process testing was performed in accordance with the control plans. Quality notification for kinked tubing and quality notification for missing print on package were initiated during production. Disposition, root cause and corrective action were applied per quality plans. Investigation conclusion: visual/microscopic evaluation revealed bodily fluids in the catheter tubing and extension tubing. The extension tubing was separated from the clear port of the winged adapter. Root cause description: probable root cause is related to manufacturing. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned rationale: a negative trend was identified and CAPA 684099 has been initiated to further investigate this issue. Review of the end user risk analysis (eura) shows that with limited severity and occasional occurrence, the risk to the end user is acceptable.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a tube of bd¿ nexiva was pulled apart at the y connector during use.